Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model b2119. This product was used for the product code, and 501k.

Event description:
A complaint was received regarding an ext set, pur yellow, smallbore w/6-port nanoclave¿ manifold, clave¿ clear, nanoclave¿ stopcock that experienced leakage during use. The manifolds have a valve at the unsealed end, even though it should be, which poses a risk of infusion leakage. The event took place during use on a patient. There was a leak of parenteral nutrition infusion on the bed. There was no was not patient or clinician harm. The leak was cleaned up according to facility protocol.

Manufacturer narrative:
Corrected information can be found in b5. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
Include the information (received on 24oct2025) that was missed as follows: there was no delay in the therapy, and this one was completed. There was no blood loss, considered clinically significant. It was administrated parenteral nutrition. There was no exposure for the healthcare professional. The leak did not come into contact with the patient. The leak was cleaned up according to facility protocol. The patient received the full intended dose.